Manufacturer narrative:
Additional information for MFR information: product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads are manufactured at the following location: contract MFR. Trisa (B)(4). Contract MFR. Hayco ltd. (B)(4). Contract MFR. (B)(4).

Event description:
The consumer left an (B)(6) review stating that the spinbrush toothbrush was too big for his mouth. He further described the vibration as a "jackhammer". He thought his teeth were going to come loose and he believes that he lost a filling.